Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a calcified chronic total occlusion (cto) in the segment #3 of the right coronary artery (rca). An asahi sion guide wire was advanced into an unspecified antegrade guide catheter with the support of an asahi corsair pro xs microcatheter via retrograde approach. As the sion guide wire was not advanced further enough, difficulty was met when advancing the corsair pro xs microcatheter over the guide wire into the antegrade guide catheter. A kaneka medix kusabi exchange catheter was used to trap the tip of the asahi sion guide wire inside the guide catheter. The corsair pro xs microcatheter was then advanced into the guide catheter by torquing, but could not be delivered sufficiently. The sion guide wire had to be removed and exchanged for an asahi rg3 guide wire. During removal, the tip of the sion guide wire became detached and remained in the patient anatomy. Attempts were made to retrieve the tip fragment with an asahi soutenir micro basket through the antegrade guide catheter, but were unsuccessful. Further attempts to retrieve the tip fragment by removing the guide catheter together with the sheath were also unsuccessful. An unspecified stent was then deployed to embed the wire fragment into the vessel wall. The procedure was then terminated with blood flow remaining. The proximal side of the sion guide wire was removed together with a terumo zizai microcatheter which was advanced over the guide wire. The patient was under monitoring at hospital.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. The reported sion guide wire was returned for evaluation with the zizai microcatheter and two corsair pro xs microcatheters (hereinafter referred to as corsair pro xs 1 and corsair pro xs 2). The returned sion guide wire was found inserted inside the zizai microcatheter. The distal segment of the zizai microcatheter was found bent. Distal to the tip of the zizai microcatheter, the coil of the sion guide wire was found elongated for approximately 60mm and then fractured. At approximately 20mm proximal to the tip of the zizai microcatheter, the core of the sion guide wire was found coming out from the shaft the zizai microcatheter. Microscopic observation found that the core was bent proximal to the fracture end. Observation by scanning electron microscope (sem) found helical marks on the core shaft near the fracture end and a pattern of concentric circles on the flat fracture surface. These findings indicated that accumulated torsion had contributed to the observed fracture of the core. The fractured coil was found elongated. Observation by sem found that the fracture end of the coil was twisted and had a flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the coil was pulled and straightened. No damage such as kink was observed on either the corsair pro xs 1 or the corsair pro xs 2. When an unused sion guide wire was inserted, the guide wire was able to be advanced through the lumens of both corsair pro xs 1 and corsair pro xs 2 without resistance. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation of the sion guide wire or the corsair pro xs microcatheter had most likely contributed to the observed core fracture on the returned sion guide wire. The sion guide wire was likely torqued alone or rotated together with the corsair pro xs microcatheter due to wire deformation likely caused by the anatomy. As the wire tip was fixed by the kusabi exchange catheter, the applied torsion would exceed the product's design limit, fracturing the core. Further applied tensile stress then made the coil elongate to fracture. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.